Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient was treated on the face and noticed blister(s) on the left cheek and forehead post treatment on the same day. According to the reporter the treatment tip was not inspected prior to use. An error message occurred during the second half of the procedure while treating the right cheek. The treatment tip was inspected during treatment after the error message occurred. This was the first time the treatment tip was used. Reportedly the skin was asymptomatic aside from mild erythema during and post treatment. Patient was seen 6 days post procedure and was given locoid lotion. Patient was scheduled to have led light treatments every other day until full resolution of blister(s). The physicians indicated the blister(s) were expected to heal without scarring.

Manufacturer narrative:
Additional information: (expiration date), device available for evaluation?, device manufacture date. Correction: (lot#, serial number). During evaluation of the returned treatment tip a tear was found on the tip membrane. It is possible that the observed tear may have caused or contributed to the event. However, solta medical could not determine the root cause of the tear or when the tear occurred. Users are instructed to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. In addition to recommending frequent tip membrane inspection, solta emphasizes its recommendation to carefully monitor the condition of the patient¿s skin during treatment. In the case of tip defects, the clinician may notice the onset of small burns which would be evidenced by small residual focal red marks or white spots. Should this occur, it is up to the clinician¿s professional discretion to determine whether to continue treatment after replacement of the compromised tip. An evaluation of the treatment data card showed that several error messages occurred during treatment to alert the operator of not maintaining full contact to skin with consistent and sufficient force during rep delivery, not following on-screen instructions, or that there is a problem with rf noise. Also, the data card showed error messages occurred to alert the operator that the treatment tip was too warm. The device history records were reviewed and there were no non-conformities or anomalies related to the reported event. A review of the manufacturing records showed all requirements were met. Burns, blisters, scabbing, and scarring are known possible adverse patient reactions to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit.